Event description:
A trilogy 202 ventilator, international was returned to the manufacturer for service due to a maintenance required warning while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. "Ventilator service required" error codes were found in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blender circuit board to resolve the issue. Additionally, the device's oxygen blending module gasket kit was replaced. The device has successfully passed final tests.